Event description:
Failure of generator to appropriately treat spontaneous v-fib. Follow-up ICD interrogation revealed low lead impedance which was not confined during subsequent direct lead testing via cables. Later, generator replaced with another gem dr generator with appropriate lead impedance measurments (tested through lead) and appropriate ventricular fibrillation sensing/therapy (during "dri" testing).